Event description:
Info was rec'd that a pt had a shoulder procedure using suretac devices and experienced pain 2 weeks post-operative. Pt went to the emergency room and examination revealed the suretac heads had disassembled and were loose in the shoulder. Surgery was performed to remove the loose pieces. Pt was released with no add'l surgery planned.